Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 4 as the carriage was loose and instruments would not properly engage. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The reported failure of "loose carriage" on the usm4 was confirmed. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an engagement disk was not moving while an instrument was engaged on arm 4. While troubleshooting the issue, the customer observed that the instrument carriage was loose. The procedure was completed with no reported injury.